Event description:
Noise suggestive of lead failure. Device with appropriate sensing, threshold and impedance. Noise was intermittently found with intermittent undersensing. Pt assessed in clinic, tachy therapies disable, admitted over night for new lead and a banded the rv lead, capped. New lead inserted and device upgraded to a bi-v ICD on (B)(6) 2017.